Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had failed battery alarm on insulin pump. The customer¿s blood glucose level was 102 mg/dl. The customer change the battery and had received a failed battery alarm. The troubleshooting was performed and advised if alarm is not cleared the failed battery test alarm will recur with each new battery inserted. The customer was advised to revert to backup plan as per health care professional. The customer was advised that the pump needs to be replaced. The insulin the pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No failed battery alert noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.